Event description:
It was reported that the forward button won't shut off. No case involved.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the exterior of product and the housing is scratched and the soak cap lanyard is broken. There was a relationship found between the returned device and the reported incident. A functional evaluation was performed and the forward button malfunction was confirmed. The forward button intermittently cannot be shut off and a hand piece sensor fault occurs. Cause of malfunction and fault is a defective hall board. Motor and power cord passed functional testing. The complaint investigation has concluded that the cause of the forward button malfunction is a defective electronic component on the hall board. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.